Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results 19 mg/dl and 175 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory.